Event description:
To whom it may concern: my name if (B)(6). My (B)(6) daughter is (B)(6). On (B)(6) 2015, she went in for an upper gi endoscope ((B)(4)), through (B)(6) hosp in (B)(6). Dr (B)(6) was the gastroenterologist performing the procedure. She was released later that day from the hosp to go home. Two days later, my baby was in the emergency room at (B)(6) hosp from vomiting. When we went to the hosp, my husband and I just thought she was dehydrated. No, she was in septic shock, with a high heart rate, dangerously low blood pressure, and 102 fever. She was so sick she was admitted into the ICU. The medicines they put her on were many. They pumped so many drugs into my child it put her into acute kidney failure. They ran many tests over the week she was admitted into the hosp, and kept assuring me it had nothing to do with the endoscope. How does a healthy (B)(6) year old end up in ICU with septic shock, after having a routine procedure, and it not be from the scope. So many questions are still in my mind, and I am very angry. My daughter could have died. She is innocent and had to go through more than I ever imagined. What kind of permanent damage has been done to her body? Will she every fully recover from this? Will I ever trust a doctor again? I am sick at the thought. I am not trying to cause trouble, I just want answers. I feel like there was more to my daughter's sickness and we were left without answers. I love my children so much and am so sad at what she went through. I found the article online about dirty scopes. If there is anything you can do to help me or know of anyone that can, please contact me. I do not want anyone else getting sick. I wouldn't wish this on my worst enemy! (B)(6).